Manufacturer narrative:
Device received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was able to lock in place and reservoir lip ring was damaged. The customer¿s blood glucose level was unknown. The customer stated that there was crack on the insulin pump. Troubleshooting was performed. The device will be returned for analysis.